Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 5.0, lab: 2.0. Time between testing: minutes. Last dose of coumadin was (B)(6) 2012. Pt took their last dose of antibiotics on (B)(6) 2012. Caller stated that the strips could have been exposed to extreme heat as the strips are sometimes stored in the nurse¿s car. Caller did not perform the test.

Manufacturer narrative:
Investigation pending.